Manufacturer narrative:
(B)(4): eval: results: eval of the returned product found the alarm powers on. When the pressure is removed from the sensor pad the alarm sounds, then the lcd display shuts off and the alarm stop sounding. Further testing shows that the power regulator was not functional. (B)(4).

Event description:
Customer reported that when the alarm powers on the screen dims. The batteries were replaced with a new supply. The alarm unit has no visible damage. There was no pt incident or injury reported.